Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider claims smelling an electrical smell. When provider operated the chair, it started to smoke and spark and then provider claims the control box actually caught on fire but was able to blow out the flame so no further damage occurred.

Manufacturer narrative:
The bariatric sync box was returned for evaluation. There appeared to be a component failure in the d24-d27 (diode) areas of the sync box pcb. The sync box was not original to the device as it was manufactured in august, 2017. The plastic enclosure in which the pcb was nested showed no evidence of fire.

Event description:
Provider claims smelling an electrical smell. When provider operated the chair, it started to smoke and spark and then provider claims the control box actually caught on fire but was able to blow out the flame so no further damage occurred.